Event description:
The user reported that in preparation for cardiopulmonary bypass, while a plastic 3/8 inch (0,95 cm) connector was inserted into the cannula tube, one or more pieces of the cannula tube material were detached from the cannula, resulting in particulate matter inside of the connector.